Manufacturer narrative:
Add'l info was received regarding the revision of the subject devices. The new info revealed that the surgeon does not consider the device to have failed and the revision was performed due to osteolysis. At this time, jjpi considers this file closed.

Event description:
Jjpi was notified of incident through a clinical outcomes database on, 12/3/97. X-rays revealed evidence of osteolysis or bone failure under right tibial component. The following component is being reported on MDR: tibial tray, cat# 2-7005-02, lot # unk, MDR# 1219655-1997-0023.